Event description:
It was reported that during a hemorrhoidectomy procedure, the device did not staple all the way around. The procedure was compledted with another device. There was no patient consequence.